Event description:
Procedure performed: popliteal embolectomy, below knee. Event occurred at: [hospital]. Popliteal embolectomy, below knee, passed the catheter up from the arteriotomy to20 cm, inflated as normal, went to withdraw and couldn't move. Appeared to be stuck, tried to withdraw several times, deflating it, then pulled out, the green part of the catheter came out followed by the green and metal wire still partially stuck in the artery and had to tug with some force to completely remove. Still couldn't see the clear part of the balloon. Subsequently use a 4 french catheter and was able to remove what appeared to be the clot. However, still couldn't see any balloon material. Restored flow to vessel and there appeared consequent injury. Then passed a 2 french catheter for distal trifurcation embolectomy and restored flow, palpable foot pulse and happy with the result and the patient will be discharged today as per normal. Patient status: restored flow, palpable foot pulse and happy with the result and the patient will be discharged today as per normal. Patient is doing fine. Type of intervention: passed a 2 french catheter for distal trifircation embolectomy.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the balloon had ruptured and the spring tip had separated. Based on the evaluation of the returned unit, it is likely that the maximum pull force for the event unit was exceeded, which caused the balloon to rupture. Applied medical has reviewed the details surrounding the spring tip separation and is unable to determine the exact root cause of the spring tip separation based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: popliteal embolectomy, below knee event occurred at: [hospital] popliteal embolectomy, below knee, passed the catheter up from the arteriotomy to 20 cm, inflated as normal, went to withdraw and couldn't move. Appeared to be stuck, tried to withdraw several times, deflating it, then pulled out, the green part of the catheter came out followed by the green and metal wire still partially stuck in the artery and had to tug with some force to completely remove. Still couldn't see the clear part of the balloon. Subsequently use a 4 french catheter and was able to remove what appeared to be the clot. However, still couldn't see any balloon material. Restored flow to vessel and there appeared consequent injury. Then passed a 2 french catheter for distal trifurcation embolectomy and restored flow, palpable foot pulse and happy with the result and the patient will be discharged today as per normal. Patient status: restored flow, palpable foot pulse and happy with the result and the patient will be discharged today as per normal. Patient is doing fine. Type of intervention: passed a 2 french catheter for distal trifurcation embolectomy.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.